Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified low sensor scans in comparison with an unspecified built-in device result. The customer experienced symptoms of rapid heartbeat and a loss of consciousness however, the customer was able to regain consciousness and self-treated with sugar. There was no third-party intervention for the reported issue and no further information was reported. There was no report of death or permanent impairment associated with this event.